Event description:
A transurethral resection of the prostate was being done. The fiberglass insulated tip of the outer resectoscope sheath came off in the patient's bladder. The piece was immediately grasped and retrieved by the surgeon. No patient injury was reported.